Manufacturer narrative:
Continuation of d10: product ID: 8780, lot/serial# (B)(6), product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 09-feb-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal morphine (unknown) at unknown concentration/dose via an implantable pump for malignant pain. The patient reporting that they were having a revision done on (B)(6) because the pump was too close to the surface now and it was causing the patient pain. The patient rep stated that they did not put the pump deep enough because the patient lost weight and now the pump was too close and where the catheter goes into the spine, the patient rep states the anchor was loose and it kept sliding back and forth causing her a lot of irritation and discomfort. The patient was redirected to their healthcare provider to further address the issue.